Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd® blunt fill needle it was coring. The following was received the intial reporter: multiple coring issues using bd blunt fill and eclipse needles while drawing up medications.